Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the audio bolus button cover was missing. Investigation revealed a short in the bolus button, causing the keypad buttons to be unresponsive. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive due to a bolus button short. This report is made based on results of investigation completed on 12/29/2015.